Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the reported lot revealed no anomalies. A search of the complaint database revealed no additional complaints reported for the same lot. The july 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation in 2008 that an endovive safety peg kits push method device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on the day before. According to the complainant, the knife would not open. The safety lock was removed and the procedure was completed with this endovive safety peg kits push method device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fair".